Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the procedure, the balloon ruptured at 14 atm. The balloon was retrieved fully intact. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in and on the balloon, in the inflation lumen, and in the hub. There was contrast on the shaft. There were no kinks noted to the balloon catheter. There was a longitudinal rupture in the distal shoulder, distal to the edge of the distal marker for a length of 9 mm extending proximally. There were no scratches noted on the balloon. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. The balloon catheter was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and analysis for the returned product. Quality assurance analysis of the returned product noted contrast on the shaft and blood in and on the balloon, in the inflation lumen and in the hub. This is consistent with the reported information that the product ruptured while inside the patient anatomy. Analysis of the returned product noted a longitudinal rupture in the distal shoulder, distal to the edge of the distal marker for a length of 9 mm extending proximally, confirming the reported balloon rupture. There were no scratches noted on the balloon. The returned dilatation catheter was sent to sem for further analysis. Sem analysis determined that the rupture may be attributed to a material/processing discrepancy initiation from the inner surface. There was not excessive mechanical damage at or near the rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient's anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The anatomical conditions were not reported, which may have aided in evaluation and determination of cause for the reported balloon rupture. It is possible that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. In this case, a conclusive cause for the reported balloon rupture could not be determined. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. This MDR is considered closed by the product performance group.